Event description:
Physio control lifepak 12 monitor defibrillator failed to recognize that defibrillator patches were attached. Therefore, defibrillator failed to deliver counter-shock during cardiac arrest. Another lifepak 10 monitor defibrillator was at location and was utilized to deliver counter-shock.